Event description:
Unknown - "when the surgical resident went to open the bag, the bag became stuck inside the device. It was then removed from the pt and another endo bag was opened. The second bag worked without difficulty."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.